Event description:
It was reported that the customer received multiple "occlusion" alarms during basal and bolus delivery. The customer's blood glucose levels were impacted. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to help determine the cause of the occlusion could not be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.